Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had impedance issues but wished not to pursue any corrective action at this time. It was reported that impedances were high on ¿about 8 electrodes¿. It was noted that a manufacturer¿s representative stated that they ¿thought they remembered¿ that even on those electrodes within normal impedances it still shocked her ¿or something¿. It was stated that the patient¿s pain was being controlled through her pump therapy and other measures right now.

Event description:
It was reported that that were high impedances on the leads. It was noted that they were over 10,000 and were on all electrodes. It was noted that explant would be discussed with the health care provider (hcp). It was also noted that no trouble shooting was required. It was further reported that patient symptoms or complications included a burning sensation at the lead location. It was noted that the patient was alive with no injury. It was later reported that the patient would not do anything until they see their health care provider (hcp) on 2014-(B)(6).

Manufacturer narrative:
Concomitant: product ID 3777-45, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2007-(B)(6), product type lead. Product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. (B)(4).